Event description:
Philips received information from a customer site that when using the smart injector there is changing pressure limit in exam card manager and when trying to save, the pressure limit is not saved.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The customer explained the issue to happen with the following scenario: open exam card manger, load any exam with scan, open injector parameters and change the pressure limit, save the exam, go to the above exam in patient scene and load the exam, check the injection parameters. The pressure limit is not saved. The issue was determined to be a software design error. A software upgrade was implemented to correct this issue. (B)(4).